Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H6 type of investigation - method code grid - updated. H6 investigation findings - results code grid - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received loaded on the stent delivery wire (sdw) within the non-stryker microcatheter. The introducer sheath was not returned. The stent was partially deployed from the distal end of the microcatheter. Struts of the stent had pierced though the lumen of the microcatheter. The stent was unable to be advanced or retracted, likely due to the exposed struts. The stent was pulled out of the microcatheter, removing the distal tip of the microcatheter in the process. All 3 marker bands were present on both ends of the stent. The stent was noted to be deformed. The sdw was kinked/bent at the distal tip. During functional inspection the stent was unable to be advanced or retracted and was unable to be fully deployed due to the struts that had pierced through the microcatheter lumen. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent partial deployment' was confirmed during visual inspection. The remaining reported events 'unexpected movement of device' and 'ro marker(s) detached/separated/not visible under fluoroscopy' could not be replicated. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. It was reported that 'the physician used a microcatheter to deliver a stent to the lesion site. When preparing to deploy the stent, the physician suddenly could not clearly visualize the stent's shape under imaging. After adjusting the angle of the imaging equipment, the physician noticed that the stent had shifted its position. Subsequently, the stent suddenly disappeared from the image on the machine. When the image was restored, the physician found that the entire stent system had dropped off. As a result, the physician withdrew the microcatheter and the stent from the body as a whole, replaced them with a new microcatheter and a new stent. Postoperative examination revealed that the distal end of the original atlas stent had been partially deployed'. In the follow-up gfe replies it was noted that there was no resistance encountered at any point during the procedure. The stent was returned for analysis partially deployed through the distal end of the microcatheter (mc). The stent was still loaded on the stent delivery wire (sdw). Some of the stent struts had pierced the side wall near the distal tip of the mc. For this reason, it was not possible to advance/retract the stent. The 3 marker bands were present at both ends of the stent. The stent was noted to be deformed at the distal end. The stent delivery wire (sdw) was kinked/bent near the distal end of the wire. The introducer sheath was not returned for analysis. Unlike the excelsior sl-10 and xt-17 internal hub profiles which are an exact match for the external profile of the distal tip of the introducer sheath, this is not the case for echelon-10, and precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). In this instance it appears that there was excellent transfer of the stent from the sheath into the echelon-10 mc and the stent was advanced to the distal end of the mc without any issues (resistance or friction) reported. It is unclear why the stent pierced the side walls of the echelon-10 mc. However, it is highly likely that the deployment issue occurred as a result of the severe vessel tortuosity and/or other unknown/unspecified procedural complications. The as reported stent partial deployment, unexpected movement of device' and 'ro markers detached/separated/not visible under fluoroscopy as well as the as analyzed stent partial deployment, stent deformed, sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during middle cerebral artery mca aneurysm treatment procedure, when preparing to deploy the subject stent, the physician suddenly could not clearly visualize the stent's shape under imaging. After adjusting the angle of the imaging equipment, the physician noticed that the stent had shifted its position. Subsequently, the stent suddenly disappeared from the image on the machine. When the image was restored, the physician found that the entire stent system had dropped off. As a result, the physician withdrew the microcatheter and the subject stent from the body as a whole, replaced them with a new microcatheter and a new atlas stent, and the procedure was then successfully completed. No clinical consequences were reported to the patient due to this event. Postoperative examination revealed that the distal end of the subject stent had been partially deployed. Additional information received on 11-oct-2025 stated that the ro marker of the subject stent was not visible under fluoroscopy.

Event description:
It was reported that during middle cerebral artery mca aneurysm treatment procedure, when preparing to deploy the subject stent, the physician suddenly could not clearly visualize the stent's shape under imaging. After adjusting the angle of the imaging equipment, the physician noticed that the stent had shifted its position. Subsequently, the stent suddenly disappeared from the image on the machine. When the image was restored, the physician found that the entire stent system had dropped off. As a result, the physician withdrew the microcatheter and the subject stent from the body as a whole, replaced them with a new microcatheter and a new atlas stent, and the procedure was then successfully completed. No clinical consequences were reported to the patient due to this event. Postoperative examination revealed that the distal end of the subject stent had been partially deployed. Additional information received on 11-oct-2025 stated that the ro marker of the subject stent was not visible under fluoroscopy.

Manufacturer narrative:
B5 executive summary - updated. H6 device code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was described as 'severely tortuous'. It was reported that 'the physician used a microcatheter to deliver an atlas 3.0-15 stent to the lesion site. When preparing to deploy the stent, the physician suddenly could not clearly visualize the stent's shape under imaging. After adjusting the angle of the imaging equipment, the physician noticed that the stent had shifted its position. Subsequently, the stent suddenly disappeared from the image on the machine. When the image was restored, the physician found that the entire stent system had dropped off. As a result, the physician withdrew the microcatheter and the stent from the body. Postoperative examination revealed that the distal end of the original atlas stent had been partially deployed'. It was noted in the gfe follow-up replies that there was no resistance encountered at any point during the procedure. In addition, the physician stated that the stent moved within the microcatheter by itself rather than the stent moving along with the microcatheter. In the physician's opinion, the reason for this issue was because the 'shaping of the stent deployment was not regular, which caused the deployment failure'. Unlike the sl-10 and xt-17 internal hub profiles which are an exact match for the external profile of the distal tip of the introducer sheath, this is not the case for echelon-10, and precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). In this instance it appears that there was excellent transfer of the stent from the sheath into the echelon-10 mc and the stent was advanced to the distal end of the mc without any issues (resistance or friction) reported. Therefore, it is highly likely that the deployment and unexpected device movement issue occurred as a result of some unknown procedural factor(s) and/or the target vessel tortuosity. The as reported events of stent partial deployment, unexpected movement of device and ro marker(s) detached/separated/not visible under fluoroscopy will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during middle cerebral artery mca aneurysm treatment procedure, when preparing to deploy the subject stent, the physician suddenly could not clearly visualize the stent's shape under imaging. After adjusting the angle of the imaging equipment, the physician noticed that the stent had shifted its position. Subsequently, the stent suddenly disappeared from the image on the machine. When the image was restored, the physician found that the entire stent system had dropped off. As a result, the physician withdrew the microcatheter and the subject stent from the body as a whole, replaced them with a new microcatheter and a new atlas stent, and the procedure was then successfully completed. No clinical consequences were reported to the patient due to this event. Postoperative examination revealed that the distal end of the subject stent had been partially deployed.